Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was undersensing the atrial rhythm. As a consequence, the device delivered inappropriate shocks and anti-tachycardia pacing (atp). This lead to therapy exhaustion. Several corrective actions were discussed. No adverse patient effects were reported.